Manufacturer narrative:
Information suggest a new device and chronic lead remain in-service. The device was returned for analysis. Detailed analysis is pending. Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a sub-optimal connection with the lead terminal. In addition, the implant was attempted with endotak reliance lead which may have contributed to the alleged lead insertion difficulty.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not implanted as there was difficulty advancing the is-1 lead into the header. No adverse patient effects were reported.